Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 4.00x16mm synergy¿ drug-eluting stent was advanced but resistance was encountered inside the port of the guidezilla guide extension catheter. The device was removed and it was noted that the edge of the stent was lifted. An amplatz guiding catheter was then used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.